Manufacturer narrative:
The device was not returned for evaluation. We are not able to confirm any malfunction that could have contributed to the patient's hospitalization for diabetic ketoacidosis. No product lot number was reported therefore no qualification records could be reviewed.

Event description:
Insulet's (B)(4) distributor saw the following posted on (B)(6): "I was admitted to hospital on saturday night with ketoacidosis. I compared my pdm with the hospital one and every time the pdm was not the same as the hospital one, but [no] rhyme or reason to it. At one point the hospital one said 15.8 [mmol/l] and mine said 12 [mmol/l], but on the other occasion mine said 10.2] [mmol/l] and the hospital one was 8.8 [mmol/l]! Not sure its the strip, more likely the monitor so going to have to speak to omnipod tomorrow." The patient has not yet contacted the company and therefore no additional details about the incident are available.